Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the sensor did not work, and as a result she was hospitalized. The patient reportedly does not recall details of issue. He could not provide anymore information about the error message or the hospitalization. The patient was reportedly treated with 1 shot of glucagon. The patient uses tandem tslim and was reportedly unable/unwilling to answer whether she uses modified closed loop. At the time of the report, the patient was fine. Data was provided for investigation. Data investigation confirmed wearable failure on (B)(6) 2024. The probable cause could not be determined. No additional patient or event information is available.